Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, the tissue pad coating was peeled off. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep checked the device, it was found that the blade was discolored. One device will be returning.

Manufacturer narrative:
(B)(4). New information received that the tissue pad did not detach. The information does not meet the criteria for a reportable malfunction